Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely low hemoglobin (hgb), mean corpuscular hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc) results on three patient samples, without instrument generated flags, that were generated by the coulter lh 750 analyzer. The specimens were rerun on an alternate instrument and the hgb results recovered higher without any error messages which the customer considers correct. No erroneous results were reported out of the laboratory. The customer stated that this problem occurred on multiple specimens, but only provided one example of the problem. No death, serious injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Qc is run everyday and recovered within assay limits on the date of the event. A field service engineer (fse) was dispatched on (B)(4) 2010 and replaced some hardware. The fse then ran reproducibility test, and verified the instruments operation.